Event description:
The pt underwent transcutaneous angioplasty (tca) plus rotablator on two vessels. A preplacement groin angiogram was performed prior to the angio-seal deployment. During deployment, resistance was noted with the carrier tube. A vascular surgeon was consulted and a small cutdown procedure to the right femoral artery was performed in order to visualize the collagen and blue tamper tube where the suture was wrapped around the distal tip of the tamper tube. Once the suture was unwrapped, deployment was successful. The pt was totally anticoagulated on heparin, plavix, and integrilin. The pt developed a 2cm x 2cm hematoma, however, hemostasis was achieved with a femostop, which was removed 12 hours post-placement. The pt was discharged without complications on 3/8/00.